Event description:
The rptr states that the pt was tested and the caregiver obtained the blood glucose result of 77mg/dl on the accu-chek inform meter in comparison to a lab result of 196mg/dl. No action was taken based on the results. No adverse event reported. New sys sent to customer and return requested.